Event description:
The dealer stated the back upholstery is ripped vertically along the seam. The chair has not been delivered to a patient. The dealer stated no damage to box and that they do not use box cutters.